Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the first and second firing of er320 went fine on cystic artery. The third clip scissored and did not close completely. The clips was retrieved. The fourth clip did not even get close to closing and was retrieved. All subsequent firing happened without incidents.